Manufacturer narrative:
(B)(4). Concomitant medical products: unknown zimmer sz 54 trilogy cup, lot unknown. Zimmer trilogy liner 54x32 std cat# 00-6305-050-32 lot unknown. Zimmer cocr femoral head cat# 00-8018-032-02 lot# 62568440. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00291.

Event description:
It was reported the patient underwent an initial left tha approximately 6 years ago. Subsequently, the patient was revised to address pain, elevated ion levels and altr. The head/trunnion had corrosion. The head was removed and dark staining was noted. The liner was removed and damaged upon removal. Dark staining was observed on the neck of the stem. Cup and locking ring were checked and seemed fine. A new liner and head were implanted after some debridement and irrigation. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with photographs received. Visual examination of the photographs identified dark discoloration on the trunnion, and on the surface of the femoral head's taper. The liner was fractured and covered in biodebris. As reported, the liner was damaged during the removal of implants. No further evaluation could be performed with the images provided. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4, g5, h2; h3; h4, h6. Reported event was confirmed by review of medical records received. Review of the available records identified the patient underwent a left total hip arthroplasty. Zimmer biomet components were placed without complications. The patient underwent a revision procedure due to failed hip arthroplasty. During the procedure, adverse local tissue reaction secondary to corrosion was noted. There was corrosion at the head-neck junction. Pseudotumor was debrided. There was osteolysis at shoulder of femoral implant/under collar. The head and liner were replaced with new zimmer biomet products. No other complications/ findings related to reported event were noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.